Manufacturer narrative:
Philips service reviewed logs and provided troubleshooting steps to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a frontal generator issue caused footpedal malfunction on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.